Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed include the patient's past medical history of carotid artery disease and recent implant procedure. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined, there are patient and procedural factors that may have contributed to this event. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study that this patient was admitted to the hospital with ongoing issues with hypotension and poor hvad pulsatility. Lvad speed had decreased to 2400 rpm. The patient was administered intravenous norepinephrine. On (B)(6) 2014 he returned to the operating room (or) for pericardial clot evacuation. Lvad pulsatility immediately improved upon opening of the chest. Approximately 350-400 ml of old clot was removed, predominantly from the left side of the mediastinum, as well as some from the right side as well as 100 ml of old blood evacuated as well. There was no evidence of fresh bleeding. The patient tolerated the procedure well and vasopressor therapy was discontinued. The medical team believes this event to be related to the procedure and the patient's condition.